Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES DRAWER WAS NOT DETECTED ON THE BUS. THE CUSTOMER STATED THAT THIS MALFUNCTION OCCURRED WHILE DISPENSING THE MEDICATION AND THE USER MANAGED TO GET THE MEDICATION FROM ANOTHER STATION, WHICH CAUSED A DELAY TO THE PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 18-MAY-2022 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATE TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE SYSTEM HAD A DRAWER FAILURE. A FIELD SERVICE ENGINEER FOUND THAT THE FULL-HEIGHT CUBIE DRAWER 5 ON THE MAIN CABINET HAD FAILED AND WAS NOT DETECTED ON THE BUS. THE FSE OBSERVED NO LIGHTS ON THE MODULE CONTROLLER. THE FSE REPLACED THE MODULE CONTROLLER AND RAN A FINAL TEST IN THE HARDWARE TEST APPLICATION. THE RESULTS WERE SAVED TO THE DESKTOP, AND THE DRAWER FUNCTIONED PROPERLY AFTER THE REPLACEMENT. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES drawer was not detected on the bus.The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care.As per part investigation, it was that determined that thermal damage to component U300 on the Full Height Cubie PMC (PN: 151903-01) resulting from an electrical failure. This damage compromised the communication and control signals, preventing the drawer from being detected on the bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The reported condition of "ES - 4DEYOUNG-MSK Main Drawer 5 not detected on bus" was confirmed by field service engineer (FSE) and subsequently confirmed in the DCHU inspection process. According to Work Order 02262591, The Field Service Engineer (FSE) reported that the Full Height cubie drawer 5 on the main cabinet had failed and was not detected on the bus. The FSE observed no lights on the module controller. The FSE replaced the module controller and ran a final test in the hardware test application (HTA). The results were saved to the desktop, and the drawer functioned properly after the replacement. During DCHU Visual Inspection: (B)(4) The unit was received with evidence of signs of thermal damage on component IC U300, including surface carbonization, localized charring on the top of the package. Additionally, component L301 was identified with physical damage to its encapsulation, exposing the internal copper windings. During DCHU testing: (B)(4) No testing was performed due to signs of thermal damage was observed on IC U300 and the physical damage observed on component L301. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE:The root cause was identified as thermal damage to component U300 on the Full Height Cubie PMC ((b)(4)) resulting from an electrical failure. This damage compromised the communication and control signals, preventing the drawer from being detected on the bus.